Event description:
It was reported that the 9800 system would not fluoro the first time they turned it on. There was no report of patient injury. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to replace the lemo receptacle. Lemo receptacle replaced. The system was tested and found to be working as intended and placed back into service.